Event description:
Additional information received indicates the patient's system was not explanted and there were no allegations against this system. Based on this information, this event is no longer reportable.

Manufacturer narrative:
Additional information received indicates the patient's system was not explanted and there were no allegations against this system. Based on this information, this event is no longer reportable.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information further information was requested but not received.

Event description:
It was reported that the patient had their system explanted for an unknown reason on an unknown date.